Event description:
The customer reports an employee receiving a hydrogen peroxide contact while removing a load from the unit. The employee reported that the contact area turned white and burned. The employee reported to the ER where she was treated with an unknown topical gel and had the area wrapped in vaseline gauze. The employee reported that the burning lasted for about twenty minutes and the discolored areas cleared by the next morning.